Event description:
It was reported that increased capture threshold and high voltage lead impedance were observed on the rv lead. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.